Event description:
Customer reported via phone call to have received a button error alarm. Customer's blood glucose was 40 mg/dl, which was treated with juice. After troubleshooting, customer was advised that insulin pump would need to be replaced.